Manufacturer narrative:
It was indicated that the device is returning to bsc. This report will be updated upon completion of analysis.

Event description:
It was reported during on going use, the pg was explanted along with the two leads, due to infection in (B)(6) 2019. No further information has yet to be received from the field. It was indicated that the device is being sent back to bsc.

Event description:
It was reported during on going use, via latitude communicator, the patient underwent an explant procedure. The entire system (pg) was explanted due to infection. Additional information: it was initially reported that the device and leads would be returning; however, after obtaining additional information from the field rep, it was indicated that the devices will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.